Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while the devices were inside the patient, the guidewire and catheter became stuck during withdrawal. The physician was able to withdraw both devices together. The procedure was completed with another of the same device. The patient was stable following the procedure, and no patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.